Manufacturer narrative:
Per RMA, a replacement cable was sent to site. Upon eval of returned cable shows the camera cable is not frayed as reported, but rather, the lemo connector shell is missing and the pins are bent. The cable is otherwise functional passing a continuity test with no opens or shorts detected. The overall condition of the spring arm is poor with nicks and scratches on all surfaces.

Event description:
Medtronic rep reported that the camera cable is frayed, causing intermittent red and black status between computer and camera. This event did not occur during surgery and no pt was present.